Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. Information contained in this report was previously submitted through psr on date 23/jul/2015. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual evaluation: visual analysis of the photographs identified crease fold, deformation and red biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant exchange with no complaint against the device.

Event description:
Patient reported bilateral ruptures caused by a light trellis falling on the patient. Healthcare professional reported the patient had an MRI that came back negative for a right side rupture. Healthcare professional later reported right side "grade 4 capsules." Devices was explanted.